Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
According to rptr upon removal it was noted that the reinforcement wire was exposed and protruding. The trach required replacement with a new product. The pt suffered no reported injury or distress.